Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The exact cause of the no telemetry condition could not be determined. The hybrid and battery testing revealed no anomalies.

Event description:
It was reported that the implantable loop recorder (ilr) was unable to be interrogated and could not download to monitors. The device remains in use but is scheduled to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).